Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tabletop illuminator did not turn on. The issue occurred before a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The customer reported the tabletop (tt) illuminator in the system would not start up. The company service representative examined the system but was unable to replicate the reported event. The system event log was reviewed and no system messages (sm) related to illuminator ignition issues were found. The system was then tested and met all product specifications. The system was manufactured on march 12, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).